Manufacturer narrative:
An event of a central leak following implant was reported. No anomalies were found with the valve leaflets, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, patient (female (B)(6) years old) had an aortic valve replacement with four bypasses. The surgeon implanted a 19mm trifecta¿ gt valve. Once the patient was off pump and during the echo, they noticed a severe central leak. The surgeon decided to go back on pump and replaced the valve. An inspiris 21mm valve was implanted. This led to a prolonged procedure. The physician believes that the annulus was too tight and the trifecta valve was deformed, resulting in an incomplete leaflet coaptation. The patient remained hemodynamically stable throughout the procedure.